Event description:
It was reported that the non-rechargeable implantable pulse generator (ipg), which was expected to maintain functional battery longevity for at least six months or longer under the anticipated therapeutic settings, demonstrated premature battery depletion and reached end-of-service (eos) status within an unexpectedly short period of approximately five months. Subsequently, the patient underwent a revision procedure where the ipg was replaced. Post operatively, the patient was stable. The explanted ipg will not be returned as it was disposed by the medical facility.